Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. Patient also had another device, model 4900, implanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.